Manufacturer narrative:
As reported, the 6f mynxgrip vascular closure device (vcd) failed in the cath lab. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 2 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1935401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was conformed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcification, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6f mynxgrip vascular closure device (vcd) failed in cath lab. There was no reported patient injury. Additional information obtained states that visual inspection at high magnification confirmed that there was a leak and the source of the leak was a radial tear in the balloon, approximately 2 mm from the balloon proximal neck.